Event description:
Healthcare professional reported right rupture. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on radius side assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. Additional observations: stress marks observed. Crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Patient additionally reported "multiple nodes with leakage of silicone defective implant." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Patient additionally reported "multiple nodes with leakage of silicone defective implant." Device has been explanted and replaced.